Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced severe inflammation at the infusion sites on the abdomen event. Due to the event, the patient was prescribed oral antibiotic therapy. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.